Event description:
It was reported to boston scientific corporation that a resolution clip clipping device was used in the colon during a colonoscopy procedure performed on (B)(6) 2024. During the procedure, the clip did not detach from the catheter. The procedure was completed with another resolution clip clipping device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy.

Manufacturer narrative:
H6: imdrf device code a15 captures the reportable event of clip unable to deploy. H11: a resolution clip device was received for analysis. Visual and microscopic inspection of the device identified that the clip returned with the clip assembly stuck into the bushing and with the control wire kinked. Additionally, the device returned without the outer sheath. No other device problems were noted. The reported complaint of clip unable to release from catheter was confirmed. Upon analysis, it was found that the clip had evidence of soft deployment, as the clip was detached from the bushing but still attached to the control wire. This might occur due to operational factors during the procedure, such as the physician's technique during manipulation of the device or detachment of the capsule due to hitting a surface. Based on the information available and the returned device analysis, the most probable root cause for the reported complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a resolution clip clipping device was used in the colon during a colonoscopy procedure performed on (B)(6) 2024. During the procedure, the clip did not detach from the catheter. The procedure was completed with another resolution clip clipping device. There were no patient complications reported as a result of this event.